Event description:
The facility reports a device with a broken door #2, found before use. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
The device has been requested but has not yet been received. A follow-up report will be filed if additional information becomes available.